Event description:
"The doctor tried the heli-mend advanced with a screw and said it just did not have the strength you would expect a collagen membrane to have, as a result the screw popped loose and the membrane fell out." On (B)(6) 2012, the oral surgeon said he performed a bone graft using freeze dried bone. He placed a small screw to stabilize the graft with the head of the screw (which was raised 4 millimeters above the bone surface). He packed freeze dried bone around the screw and covered the graft, freeze dried bone and the screw with the helimend collagen dressing. He saw the pt one week later and the flap was closed but the head of the screw performed through the membrane. The oral surgeon had to remove the screw from the bone graft site. At the time of the report, the oral surgeon reported the bone graft looked ok and was healing; but it may need to be redone in the future.

Manufacturer narrative:
The device involved in the reported incident is not available for eval, an investigation has been initiated based on the reported info.